Manufacturer narrative:
Voluntary medwatch form #: mw5066816. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a medex¿ hi-flo¿ stopcock had its "yellow swivel/directional" blow apart. The issue occurred when the radiologist mixed a gelfoam slurry. It was initially reported that the product did not reach the patient, but then it was reported that the event led to a serious injury. It was unclear what the impact to a patient was. See MFR: 3012307300-2017-00485 and 3012307300-2017-00487.